Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to infection. The surgeon doesn't fault the device because this has happened 7 months after the primary surgery.